Event description:
The operator reported that when turning on the instrument, a small amount of smoke came from the lh780 hematology analyzer. The instrument was powered off. A field service engineer who was on site at the time of the incident replaced the card that was the source of the smoke with a new card and the instrument was turned on. The second card also produced a small amount of smoke when a component on the card shorted. There were no injuries reported as a result of this event. The operator did not seek medical attention.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. After checking all cable connections for correct fitting and/or damaged cables, the diluter 2 card was replaced twice. The root cause for these two cards to smoke was determined to be a defective motor on the probe-wipe module. The motor wiring shorted out, causing the diluter 2 card to smoke. Replacement parts were ordered and installed.